Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record review (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. One image and five samples were received for evaluation. Visual inspection was performed at 12' under normal lighting to received unit. According with visual inspection, the inner box has an incorrect expiration date and tray has the correct expiration date; therefore the complaint is confirmed. During the investigation analysis, the failure mode reported was reproduced. Label software was verified, and it was observed that problem occurred during data capturing, manually operated information captured incorrectly and this caused an incorrect expiration date on labels. The corrective action was documented in a non-conformance. A scanning system was implemented to replace the manual capture of the number of shelf-life days for the product. It is documented in the procedure and was implemented. It meets the requirements to prevent / correct the failure mode reported in the complaint about incorrect expiration date.

Event description:
It was reported that five boxes of tracheostomy show expired on the label with an expiration date of 17 march 2021. However, in the states that the lot does not expire until 17 march 2026. Photo attached. No patient injury reported.